Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 19.0 mmol/l at the time of incident. Customer stated that the insulin pump act button was unresponsive. Customer also reported that the insulin pump alarmed unexpected restart after battery change. Unable to confirm if the time is advancing. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to verify unexpected restart alarm and perform self test, unexpected restart error test and displacement test due to no button response.